Manufacturer narrative:
(B)(4). No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that there was oversensing of noise leading to 205 inappropriately stored ventricular tachycardia (vt) events. Although the patient is pacemaker dependent, there was no asystole greater than two seconds. There is a concern over a possible fracture in the clavicular area. The plan was to bring the patient in the following morning as an out-patient to evaluate, however the field representative was not notified if this occurred. At this time the right ventricular (rv) lead remains in service and no adverse patient effects were reported.